Event description:
Caller states the patient tested 2.0 inr on the coaguchek system and 3.5 inr on a comparison lab. Coumadin was held for 2 days, but it was not provided if this was due to device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.